Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic for follow-up. Device interrogation noted stored episode of high ventricular rate. Review of the strips revealed noise on the lead. Noise could not be reproduced in clinic with provocative movements. The lead was capped and replaced on (B)(6) 2016. The procedure was uneventful.